Event description:
It was reported that the ht70 ventilator failed o2 calibration, and coin battery was low. Patient involvement is unknown. The repair was completed by the field service engineer (fse) installed a new coin battery, o2 cell and ran all calibration, quick tests, and operative verification procedure (ovp) tests. All tests pass per manufacture specification at time of service. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.

Manufacturer narrative:
Unique identifier (UDI) number added. Correction to the PMA / 510k #. Device evaluation summary: the coin cell battery was returned for analysis. Battery voltage measured 0.293 vdc which is below the acceptable range of 3.3 vdc. The evaluation isolated the failure to the low voltage of the coin cell battery but did not determine a cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that there was no patient involvement at the time of the event.